Event description:
It was reported that the patient presented at the emergency room after receiving several inappropriate shocks. The lead was found to have high impedance, low sensing values and exit block upon ventricular stimulation. The lead also had a possible fracture. The lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).